Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-07081 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope and exalt model d controller were during an endoscopic retrograde cholangiopancreatography (ercp) used to treat choledocholithiasis performed on (B)(6) 2023. About 20 to 30 minutes into the procedure, the scope's image went dark, then bright, and then returned to normal. A balloon was inserted into the scope in preparation for lithotripsy of the stone. About two minutes into dilation, the screen went black resulting in a loss of visualization. The exalt controller then unexpectedly shut down. The scope was unplugged and the controller was rebooted multiple times but the scope would not turn back on. The accessories and scope were then removed under fluoroscopy and the procedure was successfully completed using a reusable scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: the reported healthcare facility is: (B)(6). Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h10: the returned exalt model d scope was analyzed, passed all tests performed, and exhibited normal device characteristics. An image test was conducted by connecting the umbilicus to a monitor. The monitor showed the image as expected. The reported event was not confirmed. With all the available information boston scientific concludes that the reported event was unable to be confirmed, as loss of visualization was not replicated during analysis. It is possible that the capital equipment used with this scope was interfering with the correct performance of this device since loss of visualization and inadequate lightning weren't seen during the device analysis. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Block e1: the reported healthcare facility is: (B)(6). Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-07081 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope and exalt model d controller were during an endoscopic retrograde cholangiopancreatography (ercp) used to treat choledocholithiasis performed on (B)(6) 2023. About 20 to 30 minutes into the procedure, the scope's image went dark, then bright, and then returned to normal. A balloon was inserted into the scope in preparation for lithotripsy of the stone. About two minutes into dilation, the screen went black resulting in a loss of visualization. The exalt controller then unexpectedly shut down. The scope was unplugged and the controller was rebooted multiple times but the scope would not turn back on. The accessories and scope were then removed under fluoroscopy and the procedure was successfully completed using a reusable scope. There were no patient complications reported as a result of this event.